Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported a controller error alarm during use of the device. Although no flow rate or purge issues were impacted, the pump was switched proactively to a new console. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: the date of patient death is unknown. E1: the name of the initial reporter is unknown. The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was not returned for investigation. The device logs confirmed the reported failure mode given there was a controller error alarms triggered during the clinical procedure. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The root cause is unable to be determined. This report is being filed as part of a retrospective review of historical records.